Event description:
Patient was implanted with a nalu peripheral nerve simulator system on (B)(6) 2023 to treat bilateral lower back pain. On (B)(6) 2024 the patient called the nalu product support line to report that the nalu system had been explanted on (B)(6) 2024 due to inadequate pain relief. Per the patient, the implanted lead had migrated away from the nerve target, likely causing the lack of pain relief.

Manufacturer narrative:
When reporting the explant, the patient also reported to the nalu team that he exercises in a gym 2 hours every day. Neither the patient nor the physician had notified any nalu representatives of any issue with the system prior to explanting. It is suspected that the patient's physical activity likely played a role in the migration of the system, however this is unable to be confirmed, and migration is a known inherent risk of implantable neuromodulation systems.